Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was changing out their pump supplies. Customer's blood glucose was 124 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, customer was able to reload the existing cartridge, clear the alarm and resume insulin therapy.